Manufacturer narrative:
Product analysis: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. Analysis of the device memory indicated pacing capture threshold in the right ventricle was elevated. Concomitant medical devices: d314drg ICD implanted (B)(6) 2013.

Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds, no capture, high impedance, varying impedance, and was possibly fractured. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the proximal segment of the lead was returned, analyzed, and no anomalies were found. The setscrew marks on the connector pin were too proximal. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the lead was explanted.